Manufacturer narrative:
The sample has been requested, but has not been received.

Event description:
A biomed technician reported an over infusion on an lpump that occurred during patient use with an error 33/delivering too much fluid. There was no patient injury or medical intervention reported. Despite baxter qm efforts, no information was provided regarding patient demographics, patient history, what medication was infused, or what rate the pump was set at.